Event description:
A zoll distributor reported that, on (B)(6) 2015, a distributor service rep was unable to fit a pt with electrode belt sn (B)(4). The electrode belt was producing a service code 204 (belt/monitor unusable) during fitting. The distributor rep reported that the electrode belt was "slimy" and the electrode belt connector looked like it was damaged. The rep also reported that she received the electrode belt in a (B)(4) bag. Replacement conductive gel packets within the bag had ruptured, contaminating the electrode belt with conductive gel. The pt was successfully fit with a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) is underway. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The trunk cable connector was found to be corroded. The corrosion in the connector caused pin 5 od (B)(4) on the distribution node pca tp short to ground. The cause for the corrosion in the trunk cable connector was ingress of conductive gel. A root cause investigation into the handling of this electrode belt is underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective electrode belt. The pt received a replacement electrode belt.